Event description:
Event description guidant received information that during implant testing while mapping this lead into the patient's right ventricle, impedance measurements were 1400-1500 ohms, r-waves 15-20mv and thresholds were 2v. Lead repositioning produced acceptable lead measurements. However, a perforation was suspected upon extension of the helix mechanism into the myocardium. No adverse patient effects were reported.